Manufacturer narrative:
The field service engineer (fse) checked the instrument for leaks, checked the pinch tubing, performed mechanism checks, and primed the instrument. The customer performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The customer was troubleshooting qc issues which prompted them to repeat the patient sample. The initial troponin result was 5 pg/ml. The repeat result was 20 pg/ml.